Manufacturer narrative:
Pump was received with intermittent button response and button error alarm due to moisture damage on keypad traces. No flashing screen noted. Pump had cracked display window corner, scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. Pump was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. No unexpected bolus delivery noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 116 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.